Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6)2013. (B)(4).

Event description:
It was reported that there had been a lead warning for the patient's right atrial (ra) lead. It was noted that the impedance on the atrial lead had been running below the normal range. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.